Manufacturer narrative:
Investigation results: a device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd insyte ag bc global wing had "foreign matter - component fragments/plastic". Due to the excess plastic on the thread of the catheter, the adapter/connector did not properly secure. The following information was provided by the initial reporter, translated from french to english: a lack of adaptation was noted by several mers. The problem disappeared with the change of batch of catheters in stock in the service. None of the catheters were preserved. From ansam report: current patient condition: risk of aes infectious risk for the patient. Actions taken in the healthcare establishment for patient care: change of equipment none of the catheters were kept the problem disappeared with the change of batch of catheters in stock in the department 28 nov 2023 customer response: I have just received the response from the service manager. She writes: there was a plastic 'little lip' on the thread of the catheter preventing the fitting from being screwed in properly. As a result, this created an air ingress and a leak at the screw thread.